Manufacturer narrative:
Exact age at time of event is not available. Reported patient age: 41-50 years old the device is not available for analysis; therefor, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that on (B)(6) 2024, during the initial lithotripsy procedure with this fiber to treat urolithiasis, the patient experienced embolism, infection, reflux, genitourinary issues, and non-vascular stenosis. On (B)(6) 2025, a follow-up visit occurred, and there were no subsequent follow-up visits. There was no reported relationship between the infection, reflux, genitourinary issues, and the device itself. However, a relationship was reported between the device and the embolism and non-vascular stenosis, possibly due to stenosis over time. Re-admission to the hospital and prolonged hospitalization were required.

Manufacturer narrative:
Exact age at time of event is not available. Reported patient age: 41-50 years old

Event description:
It was reported that during the initial lithotripsy procedure with this fiber to treat urolithiasis, the patient experienced embolism, infection, reflux, genitourinary issues, and non-vascular stenosis. On (B)(6) 2025, a follow-up visit occurred, and there were no subsequent follow-up visits. There was no reported relationship between the infection, reflux, genitourinary issues, and the device itself. However, a relationship was reported between the device and the embolism and non-vascular stenosis, possibly due to stenosis over time. Re-admission to the hospital and prolonged hospitalization were required.